Manufacturer narrative:
A1 - patient identifier: complete patient identifier is (B)(6). All available patient information was included. Additional patient details are not available. This report is being filed on an international product, list number 8p13 that has a similar product distributed in the us, list number 04z21. An evaluation is in process. A follow-up report will be submitted when the evaluation is complete.

Event description:
The customer reported falsely elevated alinity I stat high sensitive troponin-I results for a male patient with diabetes being treated with metformin. The following data was provided (the customer¿s normal range for males is 28.9 to 39.2 pg/ml with a mean of 34.2 pg/ml): on (B)(6) 2024, sid (B)(6): initial troponin-I results = 34.53 / 32.29 / 34.94 pg/ml (customer believes these to be correct) automatically retested = 91.67 / 51.44 / 168.75 / 924.81 / 217.16 pg/ml then the sample generated results of 54.30 / 58.42 / 55.92 pg/ml the customer stated elevated results were imprecise. The sample was collected in the emergency room and the plasma appeared slightly icteric. The rerun of the patient in question generated a troponin-I result of 860 pg/ml. There was no impact to patient management reported.

Event description:
The customer reported falsely elevated alinity I stat highly sensitive troponin-I results for a male patient with diabetes being treated with metformin. The following data was provided (the customer¿s normal range for males is 28.9 to 39.2 pg/ml with a mean of 34.2 pg/ml): on (B)(6) 2024, sid (B)(6): initial troponin-I results = 34.53 / 32.29 / 34.94 pg/ml (customer believes these to be correct) automatically retested = 91.67 / 51.44 / 168.75 / 924.81 / 217.16 pg/ml then the sample generated results of 54.30 / 58.42 / 55.92 pg/ml. The customer stated elevated results were imprecise. The sample was collected in the emergency room and the plasma appeared slightly icteric. The rerun of the patient in question generated a troponin-I result of 860 pg/ml. There was no impact to patient management reported.

Manufacturer narrative:
The complaint investigation included a review of data and information provided by the customer, search for similar complaints, ticket trending review, labeling review, device history record review, and field data review. Return testing was not completed as returns were not available. Data and information provided by the customer were reviewed and support the complaint issue without indication for any additional issue. Ticket search by lot indicates that the reagent lot performs as expected for this product. The ticket trending review did not identify any related trends. A review of the device history record did not identify any non-conformances, potential non-conformances, or deviations associated with the lot number and complaint issue. Customer field data was used to assess the performance of the alinity I stat high sensitive troponin-I assay using worldwide data. The median of the patient results obtained for the complaint lot is within established limits and comparable with historical lots in the field, confirming no systemic issue for the lot. Labeling was reviewed and adequately addresses the current issue. Based on the investigation, no systemic issue or product deficiency was identified for alinity I stat high sensitive troponin-I reagent lot 63304ud00.